Event description:
It was reported that a double beep with cassette alarm occurred (during testing). No patient injury was reported.

Manufacturer narrative:
The device was returned. The reported problem was not duplicated, during the investigation. Fluid ingression was found on the downstream sensor causing beeping. The faulty downstream sensor was replaced. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.